Manufacturer narrative:
It was reported to the implantcast gmbh that an agilon® xo inverse cap base 40 mm s broke after 3 years 10 months of implantation. Neither the explants nor intraoperative images were available for an optical examination. The manufacturing documents, instructions for use and description of the surgical technique were reviewed and no discrepancies were found. It is known that the patient fell previous to the incident. In conclusion, no specific cause for the fracture could be found. However, it is possible that the patient's previous fall was the cause. The incident was assigned to the hazard "implant failure" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "trauma/fall led to revision surgery; broken taper on the base".

Event description:
The following event was reported to implantcast gmbh: "trauma/fall led to revision surgery; broken taper on the base ". Follow-up: implantcast gmbh was provided with x-ray images on (B)(6) 2025. A medical report has also been commissioned.

Manufacturer narrative:
It was reported to the implantcast gmbh that an agilon xo inverse cap base ø40 mm s broke after 3 years 10 months of implantation. Neither the explants nor intraoperative images were available for an optical examination. X-ray images were available that had been taken before and after the incident. The x-ray taken prior to the incident reveals a gap between the metaphyseal component plate and the bone surface. This indicates insufficient bone support, which allows micro-movements to occur under load. Furthermore, there is a slight angular deviation between the stem and the metaphyseal component. This suggests that the screw was not fully tightened, resulting in a unsufficient connection between the two components. After the fracture, however, the angular deviation is no longer visible. As there is no longer any stress on the metaphyseal component due to the fracture, it has returned to its normal state. Additionally, a flagpole situation was observed. Distally, the system is well anchored by the stem. Proximally, lysis lines indicate possible loosening. This allows for oscillation, amplifying possible micro-movements and increasing the likelihood of an oscillation fracture. The manufacturing documents, instructions for use and description of the surgical technique were reviewed and no discrepancies were found. The surgical technique specifies that a torque wrench must be used to tighten the connecting screw. It is not known whether a torque wrench was used during implantation. It is known that the patient fell previous to the incident. In conclusion, no specific cause of the fracture could be identified. However, it is possible that the patient's previous fall, in combination with the loose connection between the metaphyseal component and the stem, as well as insufficient bone support, caused the fracture. The incident was assigned to the hazard "implant failure" in the associated risk management.